Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of thrombosis, as listed in the electronic xience v everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2012 the patient received a 2.5 x 12 mm xience v stent to the obtuse marginal 1 and was post dilatated with a nc trek balloon dilatation catheter (bdc) with good result. The patient was discharged to home on plavix. On (B)(6) 2012 the patient was noted to have stent thrombosis and underwent angioplasty revascularization procedure with a 3.0 x 8 mm nc trek bdc. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A follow-up report will be submitted with all additional relevant information.